Event description:
It was reported that the autoplex system was being used in a procedure when the cement was observed to leak. The procedure was completed successfully, with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the autoplex system was being used in a procedure when the cement was observed to leak. The procedure was completed successfully, with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Based on the investigation findings, the claimed condition was confirmed. Upon evaluation, cement leakage was detected between the luer spindle and luer housing from the extension tube assembly. The o-ring (one of the two o-rings assembled) was partially shifted from the grove and broken causing cement leakage.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.